Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that variable high thresholds were noted. The rv lead position was stable. The rv lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds and no capture at higher outputs were noted on the right ventricular (rv) lead. A possible dislodgment was noted due to loss of slack noted on x-ray. The lead remains in use. No patient complications have been reported as a result of this event.